Event description:
It was reported that post implant, the lead had dislodged. The lead was scheduled to be revised and upon lead revision, the pocket was opened and the lead insulation was found to be cut or fractured. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.